Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in colombia: "overinfusion". "Chemotherapy protocolofolfox+vebacizumab , which was scheduled for 46 hours and passed in less time."